Event description:
It was reported that a cartridge alarm 25 occurred. The customer's blood glucose (bg) level was "high". Customer addressed bg level by replacing their pump supplies and a manual injection.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.